Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection observed a small hole on the tubing, 20cm away from the male luer component. Fluid was identified leaking from the hole during pressure testing. The root cause of the leakage was a hole in the tubing. The cause of the hole was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was observed during an infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident